Manufacturer narrative:
This report is for an unknown variable angle distal humerus plate (va-dhp) medial extension plate/unknown lot. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the surgeon tried to lock the second distal hole of the variable angle distal humerus plate (va-dhp) medial extension plate with the reported screw during a surgery. The head of the screw did not lock the plate. The surgeon tried to remove the screw, but the screw was spinning freely at that time and could not be removed. The surgeon removed the other inserted screws and pulled out the plate. As a result, the screw was successfully taken off. The surgery was extended for thirty (30) minutes. No adverse consequences were reported. This report is for an unknown variable angle distal humerus plate (va-dhp) medial extension plate. This is report 2 of 2 for com-(B)(4).